Event description:
Cannot get a pin through one of the holes ¿ rh side as you look at the image with square around it. Raised today and used in theatre on 17/11. No delay to surgery and no harm. Unavailable for return.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was not received for examination. The photo investigation could not confirm the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system could not be performed with the provided information, the finished good lot number is no valid in the search engine.